Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient and her son tried to program the device and they were getting a screen that said call your doctor. The patient stated that she didn't remember the code that was with it and event when the manufacturing representative tried to get it started, she was getting the doctor code. The patient mentioned that she had to catheterize almost every time she went to the restroom. The patient noted that she was bleeding to the point to where she had to wear a pad from having to catheterize so many times. The patient reported that since she got the device she had 3 urinary tract infections (utis) and one serious kidney infection. The patient stated that she got out of the hospital friday and was in the hospital for a week. It was reported that the patient had to get a foley. The patient mentioned that she put the device on 1.5 volts and it was like it had a short and it would start up and buzz stimulation. The patient also noted that it would be so bad and she had diarrhea and had to have a bowel movement. The patient confirmed that she was having the device removed next thursday. The patient also reported pain and the device had not helped at all, it had caused more harm than good. There were no further symptoms or complications reported or anticipated.